Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient experienced infection, urinary problems, dyspareunia and other. It was reported that patient underwent transvaginal excision of eroded mesh on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent a cystoscopy and retrograde pyelography on (B)(6) 2011 due to recurrent urinary infections. It was reported that patient underwent cystoscopy and stent removal on (B)(6) 2012 due to indwelling jj stent. It was reported that patient underwent transurethral bulking injection of macroplastique and cystoscopy on (B)(6) 2012 on (B)(6) 2013 due to recurrent sui after anti-incontinence procedure and intrinsic sphincter deficiency with minimal hypermobility. It was reported that patient underwent tension-free transvaginal tape retropubic suburethral sling and cystoscopy on (B)(6) 2014 due to recurrent stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted due to sui and bladder prolapse